Manufacturer narrative:
Evaluation codes: method: DHR review. Results: DHR review - no discrepancies were issued during the production run of the lot reported. Conclusion: the root cause was found in the manufacturing process. Corrective action - a recall of the product was initiated.

Event description:
The complaint description was reported as: six clips are poking out of package. No patient injury or intervention reported.